Event description:
It was reported that prior to christmas in (B)(6) 2025, the patient experienced skin irritation at a pod infusion site, described as redness and itching. As no exact occurrence date was provided, (B)(6) 2025 was selected as the occurrence date based on the timeframe reported. Due to worsening skin symptoms, the patient was taken to accident & emergency department where medical assistance was provided. The patient received intravenous antibiotics during the hospital visit and returned the following day for further evaluation and treatment. The patient was subsequently prescribed oral antibiotics; medication names were not provided. The patient was discharged following treatment. No specific medical diagnosis was reported. The pod in use at the time was discarded and was not available for return. No further clinical information was provided despite multiple outreach attempts.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patients infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.